Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. E1: country - correction. H2: correction/additional information.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2020. It was reported that the patient was discharged from the hospital after three days and at the time of report, the patient was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction related to the patch adhesive occurred. The sensor was inserted into the arm on (B)(6) 2020. The patient¿s mother stated the patient developed swelling at the insertion site and a high temperature. She took him to the hospital and the medical team indicated that the site was infected due to a severe rash developing at the insertion site which travelled down the body. The patient¿s mother stated that the patient scratched the area because of itching from the rash, and as a result it caused bacteria to get into the insertion site. The patient was admitted to the hospital, had a blood culture that was positive for staph aureus, and was treated with three antibiotics via intravenous (IV) therapy. His fever came down and he was discharged after three days with antibiotic prescriptions including dexclorfeniramina every 8 hours, metilprednisolona every 24 hours, and amoxicillin clavu leirido every 6 hours. The endocrinology department at the hospital provided the patient¿s mother with opsite flexigrid to use under the sensors. No additional patient or event information is available.